Event description:
Caller reports patient tested 7.0 inr on the coaguchek s system and 3.5 inr on a comparison lab. No actions taken based on values. No adverse event reported. Requested return of suspect system and replacement sent.